Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer called to report the insulin pump had unresponsive buttons. Blood glucose reading was 246 mg/dl. Customer did not recall any significant events leading up to the keypad anomaly. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted during testing. The pump had no button response due to flattened dome switches on the act and esc buttons. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests due to no button response. The pump had minor scratches to the lcd window, a cracked case near the lcd window corner, a scratched reservoir tube window, a cracked reservoir tube lip, cracked battery tube threads, a stained address/serial number label and a stained end cap sticker.